Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the user changed the alarm limits, but after a short time they were automatically reset to the basic settings by the intellivue patient monitor mx750. It is unknown if the device was in use on a patient at the time of the reported issue. No adverse event.

Event description:
It was reported that the user changed the alarm limits, but after a short time they were automatically reset to the basic settings by the intellivue patient monitor mx750. It is unknown if the device was in use on a patient at the time of the reported issue. No adverse event.